Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID: ped2-500-10 (lot: d080542); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the proximal end of a pipeline flex with shield technology stent would not open and the patient experienced an intraprocedural stroke. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid artery (ica) aneurysm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as good. The stent failed to open despite many manipulation tactics. Intra procedural stroke was reported as a patient symptoms or complication associated with this event and that the patient was doing well. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. It was unknown if any additional steps or other devices were required to open the pipeline. Ancillary devices included bmx96 guidecatheter, phenom 27 microcatheter.